Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016. Product type lead ,product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient will determine if she wants to proceed with a lead revision. The hcp ordered an x-ray be taken to confirm lead migration, but due to the covid outbreak, that has been postponed. No further complications were reported.

Manufacturer narrative:
Concomitant medical product: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative. It was reported that the patient was receiving good pain relief from high density (hd) settings in (B)(6) 2019. However, in (B)(6) 2019, the patient¿s implantable neurostimulator (ins) stopped working and their pain returned. It was noted that the patient falls two to three times a week due to an unrelated medical condition, which may have led or contributed to the issue. The manufacturer performed an impedance check and electrodes on the 8-15 range were out of range. The manufacturer representative reported that there were impedance values greater than 40,000 ohms. It was noted that the patient was referred for an appointment with their physician for an evaluation. No further complications were reported or anticipated. The patient¿s status at the time of the report is ¿alive, no injury.¿ indication for use is spinal pain.